Event description:
It was reported by service report that the fowler was drifting and the fowler backrest was broken with sharp edges exposed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler weldment.